Event description:
Starting in 2015 increased symptoms of extreme fatigue, joint pain and brain fog, lots of drs visits and one emergency room (ER) visit due to palpitations and extreme fatigue. FDA safety report ID# (B)(4).